Manufacturer narrative:
The account found the cable was blackened at the end that attaches to the lift. The most probable root cause to the blackened cable is a short circuit in the power cable socket. A female socket will gradually wear out over time. Extensive wear will loosen the connectors with an increased risk of arcing. This will then destroy the socket. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the charging cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the end of the cord of the lift was darkened. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).